Event description:
On 7/22/99, a cardiopulmonary tech was attempting to suction condensate from a safety drain that was connected to a ventilator. The pt was a 58-year-old male with severe respiratory problems. The safety drain was placed between the main expiratory valve midway in the circuit and the one way check valve that connects on top of the flow sensor tube. This one way valve normally remains closed except when the pt is exhaling. The directions for use for this MFR's device indicate that the vacuum setting should be set at 120mmhg to 140mmhg when emptying the circuit drain. Hospital personnel reported that the vacuum setting was at "full vacuum" which can be several times higher than the recommended amount. It is conceivable that a negative pressure could be created when the suction probe is inserted into the suction port of the safety drain. The exhalation valve can close if suction continues after the safety drain is emptied. With negative pressure in the safety drain between two close valves, a vacuum lock can be created and the pt may not be able to exhale. In this incident, the pt's blood pressure and heart rate decreased. The pt was immediately disconnected from the ventilator and manually "bagged." There was no pt injury. Once the safety drain cup was disconnected, pressure was released from the expiratory valve and the one way check valve. The pt was reconnected to the ventilator and no further problems occurred. Proper vacuum setting may have prevented this incident. Also, product labeling for this MFR's device indicates that "caution should be used when drain is placed between the output of exhalation valve and a spirometer with a one-way valve which closes to atmosphere." Ballard has contacted ventilator MFR to inform them of this incident and a copy of this report will be forwarded to their regulatory affairs department.